Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint "the clamp does not take the clips". The clip applier instrument was found with both grips bent. As a result, user was unable to load clips due to the grip tips not fitting the clip cartridge. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of severely bent grips with an offset = 0.05¿ is attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the large hem-o-lok clip applier does not take the clips. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the large clip applier by the customer noting a clip application issue, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) large clip applier. Isi has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: per the description of the complaint, the large clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.